Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged blank display and critical pump error (open book image) alarm found on feb 27, 2022. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. Device was monitored for several days and no blank display noted. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded pump traces and history file using thump. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm and fault not logged in detailed traces, diagnostic traces, history or error log. Pump ended with safe shutdown. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted durng the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 02/20/2022 00:43:58.000 to 02/20/2022 01:10:24.000 02/27/2022 20:05:50.000, 02/27/2022 20:14:20.000 and 02/27/2022 20:24:00.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 02/20/2022 00:44:23.000, 02/20/2022 00:47:43.000 02/20/2022 00:51:25.000, 02/20/2022 00:53:43.000 02/20/2022 00:58:28.000, 02/20/2022 00:59:37.000 and 02/20/2022 01:00:43.000. Earliest power data available per the power management tool/detail trace file is on 2/20/2022 at 6:09:59 pm. Unable to check power data for failed batt/battery failed alarm from 02/20/2022 00:44:23.000 to 02/20/2022 01:00:43.000. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrossion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Critical pump error (open book image) alarm was not confirmed. However, during visual inspection, found slight corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.